Manufacturer narrative:
(B)(4).evaluation summary:the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 4. The drain volume was 351ml and the largest prescribed fill volume was 250ml. This meets iipv criteria. Product surveillance contacted the nurse on 03/08/2010 regarding the iipv found during evaluation. According to the nurse, she does not have any information regarding the iipv event which occurred on (B)(6) 2010. Per the nurse the patient was transferred to hemodialysis and later expired on (B)(6) 2009 due to unrelated complications and the chart has been archived. No further information is available.